Event description:
It was reported that during a laparoscopic cholecystectomy procedure there were two devices used in the case. The surgeon stated that the clips scissored and dropped out of the devices when he fired. There was no information on how the case was completed. The rep was not present and the surgeon gave him no other information. The surgeon did not state if this was the initial firing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Yielded jaws. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4).